Event description:
It was reported that the center peg broke off during an eclipse shoulder case. There was no more information available.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-9236-03pp, batch 1027261804 trial was received for investigation. Visual inspection identified that the central post had broken off of the trial, and was returned along with the trial assembly. Chipping was observed along the outer diameter of the trial. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.